Event description:
Senseonics was made aware of an instance where the system asserted a false hypoglycemia alert with a complained of sensor inaccuracy. Patient reported that the incident happend on (B)(6) 2022 at around 6:45 pm where the blood glucose (bg) was 110 mg/dl (normal) where as the sensor glucose (sg) was 67 mg/dl. Patient received a low glucose alert despite bg being normal and no symptoms.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The investigation was performed on the user's data available on data management system (dms). Based on the investigation analysis, there were calibration which were entered using the default values. At the time of the event, due to incorrect fingerstick measurement entries, the system displayed temporary mismatch between the sensor readings and fingerstick measurements. Once the fingerstick measurements were entered correctly, the system displayed better agreement between the sensor readings and the fingerstick measurements. Following the event, the sensor performance was within acceptable parameters. There is no further investigation required at this time.